Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (2000mcg/ml, 300mcg/day, unknown lot number) in an implantable pump for intractable spasticity. The patient underwent routine pump replacement on (B)(6) 2016 and the catheter was "partially primed." The patient experienced underdose, no specific symptoms were reported. The pump was first primed on the back table, 0.3ml over 19 minutes. The hcp aspirated the catheter and connected the pump prior to completion of the 19min prime (approximately 12 minutes into the prime). A second priming bolus was programmed for 0.072ml. Based on the programmed dose, the catheter volume was fully primed. Therapy was resumed at the same dose post implant. The patient was given a 75mcg baclofen bolus and was doing better. No further information was provided. Additional information was requested from the manufacturer representative regarding if the issue resolved, but this information could not be obtained. If additional information is received, a follow-up report will be submitted.